Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2012: during utilization, a nurse had used the red handle shower to rinse the patient's face. The facility informed that it was a new nurse (maybe without training of bath use). The patient was burnt in the eye. Later reported to have required a cornea transplant. This product is under maintenance contract since (B)(4) 2012. The technician replaced some spare parts and changed the empty disinfectant container. Before that, the nurse used a wipe to disinfect the bath.